Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted damage to the circular seal. Pmv performed functional testing, the circular seals failed an air leak test due to the tears. There was no strange noise heard during the leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an excision of mediastinal lesion and thoracoscopy, the seal disengaged and fell into the patient cavity. The disengaged seal was immediately retrieved. No patient injury, surgical time was extended by thirty minutes or less.